Event description:
The medtronic employee reported a confirmed motor stall noted in event logs with no motor stall recovery recorded. There were no therapy or medical problems reported. It was advised the patient set the device to minimum rate and discuss a replacement. Drug used in pump was not reported.

Manufacturer narrative:
(B)(4).